Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the pump flows were low, and volume was required. The patient was transferred to intensive care where a gastrointestinal (gi) bleed was observed. The heparin was removed from the purge solution due to bleeding concerns. The patient also went into atrial fibrillation (afib) during the course of the night and volume was provided to the patient. Heparin was restarted and the groin site was stated to be warm, dry and intact with some bruising. The patient was transferred to a different medical facility for further treatment as their condition improved.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist for use during cardiogenic shock and high risk pci section: warnings & cautions: cautions. ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ this report is being filed as part of a retrospective review of historical records.